Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Unique identifier (UDI) number unknown / not provided. Premarket identification k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant was removed due to peri-implantitis.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). During ongoing investigation it has been identified a tsvb11 intead of a tsvwb11, therefore information updated. The following sections have been updated: b4: date of this report. B5: describe event or problem. D1: brand name. D4: catalog . D4: lot number updated to unknown. D4: expiration date and UDI not available, lot number unknown. G3: date received by the manufacturer. G4: PMA/510(k) number k013227. H1: type of report, follow-up number. H2: follow up type. H4: device manufacture date not available, lot number unknown. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.